Event description:
A medical assistant reported that the aspiration stopped during an eye surgery. Additional information and a product sample have been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).